Manufacturer narrative:
Device evaluated by manufacturer: synergy xd mr ous 2.75 x 48mm stent delivery system (sds) was returned for analysis. A visual and tactile examination of the hypotube found multiple kinks and a break at 17.7cm from distal end of strain relief. No issues identified with the outer / mid-shaft sections or the inner lumen of the device. Examination of the crimped stent via scope found no evidence of stent damage. No signs of movement, stent was set between the proximal and distal markerbands. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage. No other device issues were identified during returned product analysis.

Event description:
It was reported that a shaft break occurred. A 2.75 x 48 mm synergy xd was selected for use. A shaft break 20 cm from the hub was noticed during preparation outside of the body. The device was exchanged for another synergy xd stent and the procedure was completed successfully with no patient complications.

Event description:
It was reported that a shaft break occurred. A 2.75 x 48 mm synergy xd was selected for use. A shaft break 20 cm from the hub was noticed during preparation outside of the body. The device was exchanged for another synergy xd stent and the procedure was completed successfully with no patient complications.